Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05aug19. The fse confirmed the reported alarm touchscreen issue and replaced the touchscreen to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Touchscreen failure . There was no patient involvement.